Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other three nc treks referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified de novo distal left main stem artery, left anterior descending artery, and circumflex bifurcation. Four nc trek balloon catheters were used with the following sizes: 2.5 x 12 mm,4.0 x 12 mm, 4.0 x 15 mm and 5.0 x 12 mm. There were no issues prepping the balloons, the stylets and protective sheaths were easily removed, and the balloons inflated and deflated without issues. However, when the balloons were removed, blood was noticed in the balloons and inner members. The indeflator did not contain blood. The procedure was completed successfully. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported leak was not confirmed. The investigation determined the reported leak appears to be related to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.